Manufacturer narrative:
This report is submitted on oct 14, 2021.

Event description:
Per the clinic, the patient underwent revision surgery of the implant bed in 2017 (specific date not reported) due to pain and dizziness. Additional information has been requested but has not been made available as of the date of this report.